Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 28mm synergy ii drug-eluting stent was advanced to treat the lesion. However, upon advancing the device, the shaft snapped. The broken shaft was pulled out from the guide catheter and was completely removed from the patient's body. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues. There were no signs of damage, lifting or stretching of the stent struts. The crimped stent outer diameter of the stent was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The hypotube was broken at 2 locations along the length; 502mm from the distal end of the strain relief and 402mm proximal to the midshaft/hypotube bond. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 28mm synergy ii drug-eluting stent was advanced to treat the lesion. However, upon advancing the device, the shaft snapped. The broken shaft was pulled out from the guide catheter and was completely removed from the patient's body. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.